Event description:
The account alleged the bed would not sent a nurse call. No pt impact.

Manufacturer narrative:
The account found that when the power was recycled and the communication cable was connected to the wall the nurse call would function. The nurse call could then be cancelled at the nurse station and then the bed would not send a nurse call again. The account alleged the bed would send a constant nurse call and the dummy plug was reseated to resolve the issue.